Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information noted that the lead was capped and replaced on (B)(6) 2020. Patient was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated generator change-out, the rv lead was found to have a deteriorating outer insulation. Medical adhesive was placed on the outer silicone sleeve and anchored in place. Lead remains implanted and active.